Event description:
It was reported that the patient presented with overestimation miscalculations on the implantable cardioverter defibrillator (ICD). No interventions were reported. The patient was stable.